Event description:
It was reported there was an infection and an explant was required as a result of the event. No product issue was seen. The patient status at the time of report was alive with no injury. Three days later it was reported the patient did not have meningitis. There was exposed hardware with mild purulence and some ¿crusting.¿ the primary location of the infection was "superoauricular" incision and the culture source was taken from the wound. The type of organism that was cultured was staph aureus. The patient was treated with vancomycin for 6 weeks and the patient outcome was not provided. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the infection resolved and the patient was anticipating re-implantation by (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v646607, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # v765533, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).